Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine generator procedure as well as the addition of an atrial lead for atrioventricular synchrony as it was observed that the atrial lead was not capturing. During the procedure it was noted that the patient had severe sick sinus syndrome with no atrial output and the lead may not have been damaged. Atrial p waves sensing was not consistent. No other electrical anomalies were observed. The patient was stable. The replacement lead's capture and sensitivity was to be monitored due to the patient's condition.